Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right leg ischemia. Distal pulses were diminished on (B)(6) 2024. Vascular ultrasound ((B)(6) 2024) concerning for proximal stenosis. The patient underwent vascular surgery on (B)(6) 2024 for embolectomy of the right external iliac artery. Operative findings note that the perclose device captured the posterior wall causing occlusion of the iliac artery. Distal pulses were recovered. Additionally, the patient that endured symptomatic bradycardia with a "probable" relationship to the impella device. After arrival to the cardiac intensive care unit post-impella cp procedure, the patient developed worsening bradycardia. Impella suck-down events to reduce power to p5. Bedside echo reveals improper impella placement, which was repositioned. Atropine was also given, which improved hemodynamics. Amiodarone and lidocaine infusions were stopped. Impella cp powered up to p7 after repositioning.

Manufacturer narrative:
Instructions for use as follows: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d6b was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25275. G3 date received by manufacturer was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25275, the correct date should have been 23dec2024. H10 instructions for use were inadvertently omitted from manufacturer device report 1220648-2025-25275.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned, and logs are not applicable. Limb ischemia - reversible limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition any concomitant medication vascular size or variations thereof detailed description of the symptoms experienced by the patient physical examination findings, including pulse assessment and visual examination of the affected limb diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography laboratory test results, including blood tests for markers of inflammation or clotting disorders any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Vf/vt/af/at cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Optical signal issue the fm optical signal issue was removed since there were no indications of optical-related issues and the incorrect positioning was resolved with standard troubleshooting. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. H6 updated to include optical signal coding. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.